Manufacturer narrative:
(B)(4). Correction " a review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. "

Event description:
It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.